Event description:
In (B)(6) 2006, left pinnacle hip implant due to osteonecrosis. Hip dislocated and had closed reduction in (B)(6) 2012 and had to undergo rehabilitation, but then had to have revision (B)(6) 2013, and there was evidence of metallosis and alval, still undergoing slow recuperation.